Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: the black box and alarm history showed multiple ¿cs064/cs078¿ motor alarms on 27-jun-2018. The pump alarmed with ¿cs078¿ alarm upon the first rewind attempt. The reported motor complaint was duplicated. The pump¿s cover was removed; moisture corrosion was found to the motor circuit and to the continuous glucose monitor module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were call service 064 alarms. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.